Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm and a no delivery alarm. The customer stated that he received the no delivery alarm, so he changed his infusion set and programmed a bolus, then received the no delivery and motor error alarms. The customer was unable to complete the rewind sequence. The customer's blood glucose level was 114 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery occlusion alarm due to motor error alarm. No unexpected rewind anomalies noted. The insulin pump was received with normal operating current and self-test, off no power test and displacement test. The motor was tested outside of the device and passed. The insulin pump was minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.